Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set was difficult to disconnect, the following information was received by the initial reporter with the following verbatim. It was reported by customer that they are having issues with removing the white tip cover during IV insertion. Hard to get the male piece off the spin collar.

Manufacturer narrative:
Three samples were returned for investigation. However, the sample were inadvertently misplaced or thrown out. If the samples are located, this investigation will be reopened. Due to the samples being lost, a root cause is unable to be determined. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.